Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/06/2015 with the following findings: the audio bolus button was found to be torn; but was still found to be responsive. The battery compartment was also cracked from the bottom traveling to bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The audio bolus button was found to be torn; but was still found to be responsive. The battery compartment was also cracked from the bottom traveling to bumper. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 10/06/2015.